Manufacturer narrative:
Further investigation results: the complaint listing report indicates that there were no other records related to this event for units manufactured in the same work order. Review of all complaints of broken device for the period of dec 2018 through nov 2020 related to date opened indicates that two points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of broken device complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported an "account ruptured an implant upon insertion and needs to file a warranty claim", also requesting a return kit and replacement for this consignment unit (B)(4). The device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: underweight, crease flat and one opening curved on the radius. A microscopic analysis was performed which identified: one striated opening on the radius and wear abrasion. Based on the device analysis the final assessment is: one striated opening on the radius assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an "account ruptured an implant upon insertion and needs to file a warranty claim", also requesting a return kit and replacement for this consignment unit 24102014. The device was not implanted.